Manufacturer narrative:
The reported tip breaking (electrode) condition was confirmed on the returned unit. The returned unit was visually inspected without magnification. The tip was broken and the missing flower shaped electrode portion was not returned for evaluation. The rest of the electrode was visible inside the ceramic tip. The communication and electrical cable as well as the suction tube were cut and not returned with the unit. Some scratch wear marks were observed in the insulation, below the electrode. Tissue residue was observed on the tip (ceramic). Device history record of the reported product/lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that as the surgeon began a shoulder arthroscopy procedure with a serfas probe unit, the metal tip came off inside the patient. The surgeon did an x-ray and discovered that the metal tip was inside the patient. It was further reported that the surgeon decided that the tip was not in a harmful location and decided to leave the metal tip inside the patient. A replacement unit was used and the procedure was completed successfully.

Event description:
It was reported that as the surgeon began a shoulder arthroscopy procedure with a serfas probe unit, the metal tip came off inside the patient. The surgeon did an x-ray and discovered that the metal tip was inside the patient. It was further reported that the surgeon decided that the tip was not in a harmful location and decided to leave the metal tip inside the patient. A replacement unit was used and the procedure was completed successfully.